Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The top of the battery cap was reportedly worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 10/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: a review of the pump black box data showed evidence of a cs 128 low battery alarm. During a visual inspection of the pump, the battery compartment and returned battery cap were undamaged. The battery cap was able to fit securely to the pump. The battery cap contact measurements were within specifications. There was no moisture contamination observed in inside battery compartment. The current draws were found to be within specifications. The pump was opened and there was evidence of moisture contamination found inside the pump on the motor boost circuit. The complaint of a battery life issue was not duplicated during testing.